Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil was returned within the catheter, the main coil was seen to be detached, the main coil was seen to be stretched and kinked. A functional test was unable to perform as only main coil returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil difficulty inserting could not be confirmed/replicated however, the analysis results are consistent with the reported event. The reported main coil prematurely detached/separated during use was confirmed during analysis. There was no damages noted to the device prior to use and continues flush was maintained during the procedure. There was no damages noted to the device prior to use and continues flush was maintained during the procedure. The device was analyzed and the coil delivery wire was not returned but the proximal end of the coil was stuck in the distal end of the sl-10. The main coil was analyzed and it was seen to be stretched and kinked/bent. It was noted the main coil was prematurely detached/separated during use. An assignable cause of procedural factors will be assigned to the as reported 'main coil difficulty inserting¿, ¿main coil prematurely detached/separated during use¿, and to the as analyzed ¿main coil stretched¿, ¿main coil kinked/bent¿, and ¿main coil prematurely detached/separated during use¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject coil felt a little rough during transfer, continued to advance the subject coil and the physician felt that the subject coil did not track as well as normal. Subject coil successfully deposited without detachment. Upon detachment, the pusher wire was retracted. As the microcatheter was retracted out of the anx, it was noted that the subject coil was still captured within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that the subject coil felt a little rough during transfer, continued to advance the subject coil and the physician felt that the subject coil did not track as well as normal. Subject coil successfully deposited without detachment. Upon detachment, the pusher wire was retracted. As the microcatheter was retracted out of the anx, it was noted that the subject coil was still captured within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.